Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor saline breast prosthesis, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350 cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 04/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/01/2018, the mentor failure analysis lab received the device for evaluation. On 08/01/2018, mentor received additional information about the event. It was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. On 08/14/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, white material was observed within the device and on shell surface. During evaluation the device appeared intact. Leak testing, in accordance with mentor procedures, revealed leakage from the valve. No other anomalies were observed. Complaint was confirmed. A possible cause of the failure could not be determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient had both explanted devices replaced with natrelle inspira smooth round full projection gel breast prostheses. Manufacturer¿s reference number: (B)(4).